Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and re-greased and the generator was re-calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 system was arcing and there was an overload fault during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.